Event description:
The customer received questionable ethanol gen 2 results on their c501 analyzer. All repeat testing was performed on the same c501 analyzer. The patient's initial sample had an ethanol result of 2 mg/dl. The patient's second sample had an ethanol result of 0 mg/dl. The patient's second sample had a repeat ethanol result of 1 mg/dl. The customer repeated the second sample on a decreased volume and the result was 0 mg/dl. The patient also had a urine sample taken for a drug screen and it came back negative. The customer was unable to provide the exact results from the urine drug screen. The customer believed these results to be erroneous as the patient was brought into the emergency room for being unresponsive after having been drinking. The patient has not been affected by this event, and has been released in good condition. The ethanol reagent lot number was 64500101 and the expiration date was 01/31/2012. The customer declined a service visit.

Manufacturer narrative:
No root cause could be determined. The customer refused to provide any further information. Although the customer confirmed that tests on other dats were negative, it cannot be excluded that the patient took some other drugs which were not tested but which show similar signs as alcohol abuse.